Event description:
Manufacturer was contacted regarding replacement of stretcher. It was then reported that the stretcher was involved in a motor vehicle accident. There was a pt on the stretcher; however, no injuries were reported and the pt and stretcher remained locked in the fastener.